Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was overpressure during procedure.

Manufacturer narrative:
Alleged failure: cib, joe, biomed, kept skipping over pressure during procedure, (B)(4). Update: the overpressure reading during procedure, no personnel or instrumentation on patients abdomen. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the low pressure unit and/or third party repair. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was overpressure during procedure.